Event description:
Patient presented to the physician with ongoing tongue pain, tongue spasms, and fasciculations on the right. Imaging of the neck was performed, which demonstrated some mild enhancement around the right floor of mouth and submandibular region with definitive infection. Physician prescribed antibiotics and steroids. At this time, the physician was uncertain whether the reported symptoms were attributable to the inspire, as the patient is currently taking two medications unrelated to inspire. Per the physician, the combination of these medications may increase serotonin levels and lead to muscle fasciculations, particularly in the tongue.